Event description:
Additional information received from the consumer reported that the patient had not notified their managing physician about the amplitude decreasing without the patient making an adjustment. The step taken to resolve the amplitude decreasing was that the patient went to level 2. The amplitude decreasing had not resolved. The patient would have an appointment on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had the amplitude at 2.2 volts and somehow it went down to 2.0 volts. They were not sure what caused this. This happened 5 days prior on (B)(6) 2015. She now had the amplitude at 2.6 volts. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.